Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that a midline was placed on 2/27 and it was leaking on 2/29 so it was replaced. After pulling the line, it was flushed and seemed to be working with no leaking throughout the line. The catheter had been secured with statlock.